Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that "lvp" burette tubing leaked above the pump and caused blood to back flow from patient's peripheral IV. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak in the tubing was confirmed. Visual inspection did not reveal any damage or abnormalities. Microscopic examination revealed at least 2 small tears in the top portion of the silicone segment. Both upper and lower retainer rings were noted to be in place. There were no signs of damage to either of the fitments. Functional and pressure testing confirmed leaking from the upper portion of the silicone segment, just below its engagement with the upper fitment. The cause of the leak was identified as tears in the silicone segment. The cause of the tears was not identified.